Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an asthma attack. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The patient has asthma as a known medical condition. It cannot be ruled out that our product caused this asthma attack. Difficulty breathing would be considered a life threatening injury and for these reasons we are reporting out of an abundance of caution. The dentist did not follow the directions for use for this product. It is unknown if the material is expired, the dentist transfers the material to his own container. Expired material tends to cause insufficient polymerization. The material is not measured with a scale, it is measured with a spoon and this results in the ratio not being accurate which can cause insufficient polymerization. When mixing the liquid and powder, it is mixed for 20 seconds. The japanese instructions states 30 seconds is needed, this can also cause insufficient polymerization. The dentist does not soak the prosthesis in water for 12 hours as stated in the directions. The prosthesis was removed and the symptoms subsided and the patient was instructed by the dentist to wear his previous dentures. No allergy testing will be completed. Manufacturer comments: patient was already in bad condition. He is suffering from asthma already, had high blood pressure and diabetics. Due to this fact the connection to the asthma attack is very probable, if he receives a prosthesis with a mal-manufactured prosthesis with a high-content of residual monomer. The residual monomer is highly volatile methyl methacrylate. Residual monomer and the pre-existing illnesses led to the serious injury. The product itself could have been processed more regularly as given in IFU.

Event description:
The patient had difficulty breathing and asthma attack just after wearing the new manufactured full dentures. He said that it tasted strange, too. The symptoms subsided after removing the full dentures.